Event description:
Pt has 4 screws and 4 plates in his back (s1-l5 area). Since surgery he has been unable to control bladder, has high bp and usually has lots of pain. Pt did not realize these devices were experimental until 12/93. He had the surgery 5/5/92.